Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 29mm epic valve was implanted in the mitral position. On (B)(6) 2016, regurgitation superior to the valve was observed on echo secondary to thickened leaflets. On (B)(6) 2016, a valve-in-valve procedure was performed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, a valve-in-valve procedure was performed using a 29mm sapian 3 valve in the epic valve in the mitral position. Following the procedure, the patient was transferred to the ICU in stable condition. A repeat echo taken (B)(6) 2016 showed no evidence of pvl and an acceptable mean gradient.